Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula due to which she experienced high blood glucose level which they tried to treat with a bolus via the pump, but on (B)(6) 2021, the patient went to the emergency room and was subsequently hospitalized due to high glucose level. Her highest blood glucose level was 674 mg/dl and had high ketone level which her health care professional assessed as dangerous/life threatening. She was further transferred to the intensive care unit. Moreover, the infusion had been used for 1-2 days. During hospitalization, she received fluids of saline, insulin, potassium, magnesium, phosphorus, and unspecified intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2021, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.